Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility these phenomena were attributed to the followings; the failure of the insufflation: since sorc could not find any abnormality for this phenomenon, it might had occurred due to the connection failure between the subject device and other compatible equipment. The abnormal display of the indicators on the front panel: it might have occurred due to accidental failure of the led components. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, at the beginning the cavity pressure was being increased, however, then the cavity pressure was decreased gradually, consequently the subject device could not insufflate the co2 gas. The user changed the subject device keeping the insufflation tube, the suction tube and the trocar unchanged, then the issue was resolved. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device but could not duplicate the reported phenomenon. However sorc found that the display of the indicators on the front panel of the subject device was abnormal which might have occurred due to the front panel unit failure. There was no patient injury associated with this report.